Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Manipulation of the filter with a catheter resulted in a complete opening. The patient's condition is good. The device remains implanted. Therefore, no failure analysis will be available. It was indicated continual flushing of the carrier system during the implant procedure was not performd which co believes may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release.confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter.. Do not attempt to move or manipulate an engaged filter.. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe.